Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The high power display unit (hpdu) central processing unit (cpu) board was replaced to resolve the reported issue. Customer contact reports no patient information is available. Legal manufacturer: (B)(4).

Event description:
The hospital reported an error during a case that resulted in an inability to initiate mechanical ventilation. There was no patient injury.